Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. No unexpected low battery alert noted. No unexpected low battery alert noted. The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short. It was reported that battery was changed three to four times per week. Customer's blood glucose was 231 mg/dl. Customer also reported to have received an off no power on (B)(6) 2016 without first receiving a weak battery alert. After troubleshooting, customer was advised that insulin pump would be replaced due to chipped and missing piece from battery compartment.